Event description:
It was reported that during a ptca stent procedure, a lesion was predilated, and the stent was advanced across the lesion. Difficulty was encountered while trying to deploy the stent, and the stent delivery system (sds) was inflated beyond the rated burst pressure (contary to IFU). The balloon then appeared to rupture. Contrast was noticed to be leaking into the space between proximal balloon and the elastic membrane so that deflating the balloon became very difficult. The balloon was reinflated, pushing some of the accumulated contrast distally, out through the elastic membrane tip. The sds was then withdrawn from the pt. The stent was post-dilated with another dilatation catheter without any difficulty. Reportedly, there were no pt effects.